Manufacturer narrative:
Per the clinic, it was also reported that the patient underwent wound aspiration revision surgery under general anesthesia on (B)(6) 2026. It was also reported that, the patient was hospitalized and treated with IV antibiotics followed by oral antibiotics (specific date and duration not reported) for a cytomegalovirus (cmv) infection of the middle ear.

Event description:
Per the clinic, the patient experienced acute swelling and fluid collection at receiver/stimulator site. Subsequently, the patient was brought to operation room and underwent wound aspiration procedure (specific date not reported). The device remains implanted. Additional information has been requested but it has not been made available as of the date of this report.